Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the lead consistently showed high out of range impedance even after repositioning the lead multiple times. The issue would not resolve even after executing troubleshooting actions. A new lead was implanted in its place. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were not within normal limits as the outer coil resistance measured as an electrical open, indicating there was a fractured or broken conductor. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a deformed helix, cuts in the insulation, and deformed and stretched coils. The outer coil was cut through a tool. Additionally, there was blood/body fluid found in the lumen due to the induced cut insulation.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the lead consistently showed high out of range impedance even after repositioning the lead multiple times. The issue would not resolve even after executing troubleshooting actions. A new lead was implanted in its place. No adverse patient effects were reported.